Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg), however, a specific bg value was not provided. Reportedly, customer suspected that the pump settings were incorrect. Customer drank juice and adjusted basal settings to treat bg level. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.